Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of corrosion on the forceps elevator wire, a gap in the adhesive area between the server plug in and the distal end, and adhesive around the objective lens with a chip was traced to a component failure. However, the most probable cause of foreign objects inside the light guide lens and foreign objects at the connecting tube was not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects inside the light guide lens, foreign objects at the connecting tube, corrosion on the forceps elevator wire, a gap in the adhesive area between the server plug in and the distal end, and adhesive around the objective lens with a chip. There was no patient involvement.